Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "continuous burning", "capsular contracture baker grade iii-IV", "probable rupture", "lobed edges", "little amount of periprosthetic fluid in the right breast", and "presence of radial folds."

Event description:
Healthcare professional reported right side "continuous burning", "capsular contracture baker grade iii-IV", "probable rupture", "lobed edges", "little amount of periprosthetic fluid in the right breast", and "presence of radial folds." Device has been explanted.